Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. There was no indication this issue caused or contributed to an adverse event. The reporter confirmed the display screen could be read safely. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1:;date of submission: 10/17/2016. The device has been returned and evaluated by product analysis on 09/24/2016 with the following findings. On investigation, the display was confirmed to be dim/faded and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked with moisture inside the battery compartment. Leak testing failed due to moisture leak at the battery compartment crack.